Manufacturer narrative:
MDR 3003721894-2017-00565 is associated with argus case co2017gsk199313, ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip cream in the us.

Event description:
Death [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of death nos in a male patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream for denture wearer. On an unknown date, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced death nos (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death nos was fatal. The reported cause of death was death nos. It was unknown if the reporter considered the death nos to be related to ultra corega cream mint flavor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the patient from unknown age, weight and height, the patient used ultra corega cream for denture adhesive. The reporter was the patient's wife who indicated the patient died. The death causes, dates, medical history and concomitant drugs were not reported. Patient's route of administration was dental. Action taken with ultra corega cream mint flavor was not applicable.